Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call with several issues with her insulin pump and infusion set. Their insulin pump was damaged. The customer¿s blood glucose level was 380mg/dl. Customer noticed the reservoir compartment clear ring at the top is broken. She first noticed this last saturday, (B)(6) 2017. Customer is not sure how this damage may have occurred. Advised to discontinue use of the insulin pump and revert to a back-up plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.